Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Customer reported image flickering and rainbow colors. Scopes have rainbow images when angulated. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Evaluation summary: based on the events reported, this case was determined to be the result of a mishandling of another company's product by the facility, which caused water to be poured into the product, resulting in equipment failure.